Event description:
This ring was explanted intraoperative by the surgeon due to the ring not giving the valve proper function and he decided to do a full mitral replacement. He put in a st. Jude and patient is doing well. Ring is not available for return.

Manufacturer narrative:
Information regarding the reason for explant and the availability of the device is not available at this time. The manufacturer is reporting this event in a conservative manner.

Event description:
On (B)(6) 2016 an annuloflex size 34 was implanted and explanted. No additional information is available at this time.